Event description:
Customer reported she was hospitalized. Customer stated that she ran out of insulin and was not able to fill her reservoir. She disconnected the insulin pump and her blood glucose value went high. Customer stated that 911 was called and she was taken to the hospital with diabetic ketoacidosis. Blood glucose value at the time was 394 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.